Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the unk - screws: 4.5 mm cannulated was returned at uscq. Upon visual inspection of the physical device and also the provided image, it was noticed that the tip of the screw was broken. The broken fragments were not returned. Dimensional inspection: the total length of the screw was measured for device identification and it came up to be approximately 49.50 mm also the diameter of the shaft was measured to 3.15 mm. Document verification: since the exact part number is not available and also the total length of the screw cannot be measured with accuracy, 4.5 mm cann screw, part thd self- drilling, self- tapping, was taken for reference for all the partially threaded screw lengths. Conclusion: the complaint condition is confirmed as the tip was broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during the procedure, the surgeon reduced a medial epicondyle fracture, inserted wire and drilled for a 4.5mm cannulated screw. Then, inserted the screw and the threads peeled off the shaft of the screw. It is unknown if there was a surgical delay. The procedure was successfully completed. Patient outcome after the procedure is unknown. Concomitant devices: unknown wire (part # unknown, lot # unknown, quantity # 1). Unknown drill (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
This report is for an unknown 4.5 mm cannulated screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the threads of the 4.5 cannulated screw had peeled off and fractured. It is unknown if there was a patient or surgical involvement. This report is for 1 unknown 4.5 mm cannulated screw. This is report 1 of 1 for (B)(4).